Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and autoimmune disorder ("autoimmune reaction") in a (B)(6) female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, intermittent fever, chills and watery diarrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, 7 years 9 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and pelvic pain ("persistent pelvic pain"). At the time of the report, the pelvic inflammatory disease, autoimmune disorder, pelvic pain and nausea outcome was unknown. The reporter considered autoimmune disorder, nausea, pelvic inflammatory disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records- pelvic inflammatory disease and nausea. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and mr received. Events pelvic inflammatory disease and nausea were added from pfs. Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 39-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test." The patient's medical history included asthma, bipolar disorder, glaucoma and seizures. Concurrent conditions included dizziness, intermittent fever, chills and watery diarrhea. Concomitant products included citalopram for depression and anguish as well as doxycycline, gabapentin, hydroxyzine, ibuprofen (motrin children), medroxyprogesterone acetate (depo provera) (B)(6) 2009, nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2009, prazosin and ziprasidone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced infection ("infection (other) describe"). On an unknown date, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with celecoxib (celexa). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, pelvic pain, nausea, anxiety, depression, infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, infection, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bladder and urinary problems. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- pelvic inflammatory disease and nausea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: events: bladder and urinary problems, bladder infection, vaginal infection, vaginal discharge, uti were added. Rcc added. Previously reported event of autoimmune disorder downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device migrated into isthmus of fallopian tube'), pelvic infection ('pelvic infection') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 39-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included asthma, bipolar disorder, glaucoma and seizures. Concurrent conditions included dizziness, intermittent fever, chills, watery diarrhea and ovarian cyst. Concomitant products included citalopram for depression and anguish as well as doxycycline, gabapentin, hydroxyzine, ibuprofen (motrin children), medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009, nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2009, prazosin and ziprasidone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced infection ("infection (other) - describe:"). On an unknown date, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria hospitalization, medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with celecoxib (celexa) and surgery (laparoscopic bilateral salpingectomy with essure removal, paratubal cyst removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic infection, pelvic inflammatory disease, pelvic pain, vaginal infection, vaginal discharge, autoimmune disorder, nausea, anxiety, depression, infection, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, infection, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bladder and urinary problems.. Right-1coil left-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: fallopian tube is grossly unremarkable other fallopian tube has an attached portion of white plastics 1.1 x 0.7 x 0.7 cm with portion of wire 1.5 x <0.1 cm inserted into lumen of fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- pelvic inflammatory disease, nausea, device dislocation, pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received. Reporter's information added. Events: essure device migrated into isthmus of fallopian tube and pelvic infection were added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and autoimmune disorder ("autoimmune reaction") in a 39-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, intermittent fever, chills and watery diarrhea. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2009 to (B)(6) 2009, nsaid's since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced infection ("infection (other) - describe:"). On an unknown date, 7 years 9 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, pelvic pain, nausea, anxiety, depression and infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, infection, nausea, pelvic inflammatory disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records- pelvic inflammatory disease and nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- depression, mental anguish, infection (other) and pain clubbed to previous events. Reporter information were added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device migrated into isthmus of fallopian tube'), pelvic infection ('pelvic infection') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 39-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included asthma, bipolar disorder, glaucoma and seizures. Concurrent conditions included dizziness, intermittent fever, chills, watery diarrhea and ovarian cyst. Concomitant products included citalopram for depression and anguish as well as doxycycline, gabapentin, hydroxyzine, ibuprofen (motrin children), medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009, nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2009, prazosin and ziprasidone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced infection ("infection (other) - describe:"). On an unknown date, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria hospitalization, medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with celecoxib (celexa) and surgery (laparoscopic bilateral salpingectomy with essure removal, paratubal cyst removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic infection, pelvic inflammatory disease, pelvic pain, vaginal infection, vaginal discharge, autoimmune disorder, nausea, anxiety, depression, infection, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, infection, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bladder and urinary problems.. Right-1coil. Left-4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: fallopian tube is grossly unremarkable other fallopian tube has an attached portion of white plastics 1.1 x 0.7 x 0.7 cm with portion of wire 1.5 x <0.1 cm inserted into lumen of fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- pelvic inflammatory disease, nausea, device dislocation, pelvic infection. Lot number:628430, manufacture date: 2008-11, expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and autoimmune disorder ("autoimmune reaction") in a 39-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included dizziness, intermittent fever, chills and watery diarrhea. Concomitant products included citalopram, doxycycline, gabapentin, hydroxyzine, ibuprofen (motrin), medroxyprogesterone (depo provera)(B)(6) 2009 to (B)(6) 2009, nsaid's since (B)(6) 2009, oxycocet (percocet), paracetamol (acetaminophen) since (B)(6) 2009, prazosin and ziprasidone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain/ pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, 7 years 6 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced infection ("infection (other) - describe:"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced nausea ("nausea"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, pelvic pain, nausea, anxiety, depression and infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, infection, nausea, pelvic inflammatory disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- pelvic inflammatory disease and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Event added: did not underwent essure confirmation test. Concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and autoimmune disorder ("autoimmune reaction") in a 39-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, intermittent fever, chills and watery diarrhea. Concomitant products included medroxyprogesterone (depo provera)7-(B)(6) 2009 to (B)(6) 2009, nsaid's since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced infection ("infection (other) - describe:"). On an unknown date, 7 years 9 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, pelvic pain, nausea, anxiety, depression and infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, infection, nausea, pelvic inflammatory disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records- pelvic inflammatory disease and nausea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.